Manufacturer narrative:
Zoll medical singapore evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the clinical data file showed the patient's rhythm did not meet the criteria of a shockable event due to two analysis segments that were below 150 (144) bpm, therefore, the resulted outcome was non-shockable. The investigation is being closed as the device worked within the limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.